Event description:
Boston scientific (bsc) crm received info that this dextrus ventricular lead had dislodged. A revision procedure was performed and the lead was removed from service. A new lead was implanted without further incident.